Manufacturer narrative:
The event was verified. The device had a graphical user interface (gui) key stuck error. The user facility will replace the gui keyboard. The device was isolated in the biomedical engineering department and marked as "do not use." No further information has been provided. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
A report was received from the USA. The biomedical engineer stated that while on a patient, the ventilator had a device alert message with no breath delivered. The patient was switched to another ventilator. There was no reported harm to the patient.